Event description:
During follow-up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. Patient was asymptomatic. Plans were made for the lead to be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.